Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon catheter encountered resistance during advancement and removal over the guide wire. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the balloon catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the balloon catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is likely that manipulation of the guide wire, when resistance was met, contribute to the reported peeled core; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the right coronary artery with moderate calcification, moderate tortuosity and 95% stenosis. During percutaneous coronary intervention, an unspecified balloon was advanced over the hi-torque balance middleweight universal ii guide wire (gw) for pre-dilation. An unspecified stent was implanted. During post dilatation with an unspecified non-complaint balloon, resistance was felt with the gw during advancement and withdrawal. Upon removal of the gw, the black coating was noted to be torn off. An unspecified gw was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.